Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced dyspareunia, incontinence, and pain. An excision of the mesh and cystoscopy were performed.